Manufacturer narrative:
Additional information: the device was being used to post-dilate and expand the middle segment of the anterior descending branch 2.5x22mm resolute integrity stent. The lesion was slightly calcified with normal vascular tortuosity and 30-40% stenosis, located in the left main trunk. It was not difficult not remove the protective sheath or the packaging stylette. The device was inspected before use with no issues noted. Negative prep/purging was performed prior to use with no issues notes. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. The patient did not have an myocardial infarction. The device was successfully removed from the patient without difficulty after the balloon was burst. A pressure of 10 atm was applied prior to the balloon burst. No other balloons were required to post-dilate the stent. Intervention was not required to remove the device from the patient. There was no remaining balloon pieces left in the patient. The device was not moved or repositioned while inflated. No difficulties noted during inflation of the device. A normal configuration of contrast medium/saline concentration was used. No damage was caused to the resolute integrity stent as a result of the nc sprinter difficulties. Patient's gender and weight correction: b.2. Outcome attributed to adverse event updated. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter coronary balloon catheter, the balloon could not be deflated. The device was being used to post-dilate and expand the middle segment of the anterior descending branch stent. The balloon was inflated to 10 atm but then failed to deflate under negative pressure. The pressure pump was repeatedly used to deflate under negative pressure, but the balloon still did not deflate. Replacing the pressure pump did not solve the problem. The image showed that the balloon was continuously inflated, blocking the blood vessels behind the middle segment of the anterior descending branch, causing the patient to experience chest tightness, chest pain and other discomfort. Coronary blood flow was interrupted and the myocardium suffered from ischemia for several minutes. The st segment changes and other myocardial infarction symptoms appeared in the electrocardiogram (ECG) monitoring leads. Then, the balloon was destroyed by continuously increasing the pressure, and the blood flow was restored, and the patient's symptoms were relieved. No further patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.